Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that one of her sensors broke while her diabetes trainer was inserting it inside of her; the sensor got stuck in the serter and broke. The patient's blood glucose at the time of incident was 430 mg/dl . The customer confirmed that the broken sensor never penetrated her skin. She also mentioned two other sensors that were not working. Three replacement sensors were shipped to the customer and her three defective ones will not return for analysis since she had already thrown them away.